Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR number: 1221359-2022-04792 through 1221359-2022-04799.

Event description:
The customer reported eight (8) false positive results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022 performed on multiple patients. This MFR. Report addresses test three (3) of eight (8) and lot number 187349 (quantity: 1). The patient tested positive with the binaxnow covid-19 ag card on an anterior nare nasal sample with the kit swab on (B)(6) 2022. Pcr confirmation testing was performed (platform: perkin-elmer) using a sample obtained at the same site on the same day and generated negative results within 48 hours. Per the customer, the confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The patient was reported to have been asymptomatic and was not known to be covid-19 positive at the time of testing. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer no additional information will be provided on the false positive results or individuals tested. Per the customer, routine testing was being performed in k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).

Manufacturer narrative:
Investigation conclusions: the retain kits lot 187349 were tested with the abbott diagnostics scarborough's limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no false positive results replicated. The manufacturing records and quality control release testing was reviewed for kit part number 195-000 / lot 187349 and device part number 195-430h / lot 181652. (B)(4). Based on the evidence available, it indicates that this device lot is performing within label claims. No further action is required.